Event description:
Healthcare professional reported left side deflation. Hole in radius noted after surgery. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, opening curved on anterior and white calcification outer device. Leak test and microscopic analysis was performed which identified: opening crease sharp on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease sharp on anterior assessed as fold flaw opening.

Event description:
Hole in radius noted after surgery. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, d6b, d9, h3, h6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.